Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically approximately 2 months post lens implant and a yag was performed. It should be noted that four days post implant, the lens was rotated to correct the placement of the lens as it was implanted at an 80 degree angles instead of an 90 degree. Also, a small capsulotomy had been performed one month post lens implant to prevent z-syndrome. The surgeon indicated that the likely cause of the event was capsular scarring, but will continue to monitor the patient to determine if additional intervention is required. This event concerns the patient's right eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7543019) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. It should be noted that the patient is (B)(6) years old and the safety and effectiveness of this lens have not been evaluated for patients under 50 yrs old, per the lens directions for use (dfu).